Event description:
Voluntary medwatch received states the patient presented with noise oversensing on the right atrial lead resulting in inappropriate atrial tachy response (atr) episodes. No intervention was performed. There were no patient consequences.